Event description:
The tech alleged that the caregiver functions are not functioning. No pt impact.

Manufacturer narrative:
The tech found the fuse blown, and the coil cable scuffed with bare metal wires exposed. The tech replaced the fuse and the coil cable to resolve the issues.